Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-ray were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. The device history records were reviewed for the femoral and articular surface components, indicating the devices were manufactured, inspected, and packaged to specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Event was initially reported on 3007963827-2013-00036. The MFR needs to be updated to warsaw's MFR number. Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 0001822565-2017-08291.